Event description:
During index procedure the patient had one endeavor sprint rx drug-eluting stent implanted to the mid lad. On the same day the patient suffered a mi. It is unknown whether the reported mi was related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).